Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that he noticed insulin in the cartridge compartment. He was advised to dry out the cartridge compartment and switch to his back up infusion device. The patient reported that his blood glucose was elevated to 280 mg/dl, but it was due to the foods he consumed the night prior. The patient reported that he took an insulin injection to lower his blood glucose. Upon follow up, the patient reported that he switched back to his primary device and it was functioning correctly and his blood glucose was 117 mg/dl. The patient reported that he had inserted the insulin cartridge the night prior. The patient was educated on the proper way to insert the insulin cartridge. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.